Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all keypad button contacts. Investigation also revealed that the display was discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad cover was found to be completely peeling from the pump. During testing, the contrast keypad button was found to be unresponsive, which has no effect on insulin delivery function. The keypad cover was removed and contamination was found under all key contacts. Additionally, the display was found to be discolored. (B)(6).